Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose level of 400 mg/dl. Troubleshooting was not performed for the high blood glucose level. The customer mentioned that he called in a few days ago about the infusion sets not working. Customer stated that he was getting bent cannulas and that this issue started when he started wearing the insulin pump. The customer reported that he notified the trainer about the issue and he had not done anything. Customer mentioned that he has low body fat and it is hard to put the infusion sets in places. Troubleshooting was performed for the bent cannula. Customer was advised to change the infusion set. The infusion set will be returned for analysis. However, the insulin pump will not be returned for analysis.